Event description:
Boston scientific received information that the patient implanted with this pacemaker was in the operating room for knee surgery when the device set off alarms, the monitors began beeping and the patients blood pressure increased. The minute ventilation sensor was adversely affected causing the device to pace at a high rate. The surgery was postponed. When the monitoring equipment was turned off normal pacing returned. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.